Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a nerve monitoring device did not operate normally during the procedure. There was no patient impact. The procedure was completed with backup products.

Manufacturer narrative:
H6: fdm 4118, fdr 3233, and fdc 11 no longer apply. H3: visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The tip fit securely in the handle. The resistance of the assembly shall measure less than 5ohms; the actual measurement was 0.3ohms. The probe was plugged into a nim system (with a patient simulator) using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system consistently returned 1.02 ma (stim return) and a waveform / event tone over 300uv. The switch would adjust the stimulating current and take snapshots. No fault was found with the device. There was no evidence of improper manufacturing or supplier issue, therefore have been ruled out as a likely cause. There was no allegation of another device being defective therefore the information most likely indicates the probe was used in conflict with the IFU. The product and information instructions: includes proper set up instructions; identifies multiple reasons for a reduced, if not c completely eliminate, emg responses to direct or passive neural stimulation such as; paralyzing anesthetics, nerve fatigue, current shunting, electrode placement, excessive muting, and intertwined recording electrode and stimulator wires. Note: a blown fuse in the patient interface, or, the small plug inserted into stim 2 would result in a ¿0¿ stim return. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.